Event description:
Discrepant elevated ca 19-9 results were obtained on a patient sample (relative to results on an alternate methodology). The patient results were reported to the physician who questioned the results. The same samples were repeated on alternate instrument systems and lower results were obtained in line with physician expectations. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated ca 19-9 results. There was no report of adverse health consequences as a result of the discrepant elevated ca 19-9 results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discrepant elevated ca 19-9 results (relative to lower results on alternate methodologies) for this individual patient is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on retesting of samples on the dimension methodology relative to results by two alternate methodologies. The instructions for use for the loci® ca 19-9 flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.